Event description:
Customer reported the date and time were not holding. Date and time have to be reset if system has been turned off for more than one day. Also reported a kv error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack and the cmos battery. System operates as intended. (B) (4).